Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of erroneous high inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The customer tested on the meter at 8:00 a.m. With results of 4.4 inr and 4.3 inr. The customer used the same finger for both tests. At 2:00 p.m. The customer was tested at the laboratory with a result of 3.0 inr. The customer's therapeutic range is 2.0 - 3.0 inr. The customer thought the laboratory result was correct. No medical treatment was necessary. There was no allegation that an adverse event occurred. The customer is feeling ok. The customer is not anemic, does not have antiphospholipid antibodies and is not on heparin or other direct thrombin inhibitors. The customer does not have any hct issues. The customer's coumadin dose has not changed. Over the past 3-4 days the customer started using a topical cream to treat skin cancer on his face. The customer is not experiencing any bleeding or bruising. The meter and test strips were requested for investigation. Relevant retention test strips (lot 353497) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer¿s meter was returned for investigation. The returned meter was measured with master lot strips using quality control material. Testing results: qc 1: 1.3 inr, qc 2: 1.3 inr, qc 3: 1.3 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot qc lot. (1.1 - 1.5 inr). All measurements were without error messages. The maximum difference between measurements was 0%. No information was provided that would point to a cause for the result discrepancy.